Event description:
During a video-assisted thoracotomy, right lower lobectomy, and a dissection of the perihilar and subcarinal lymph nodes, the surgeon reported that while testing for integrity of the bronchial stump, there was noted to be a small leak in the middle portion so a second line of staples was placed. The surgeon did not think the first line of staples held tissue in place and had too much slippage.